Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to lock and aux 5.2 had multiple failures. The field service engineer cancelled the work order as, ¿rx brent requested the wo be cancelled fse not requested¿. No findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 5.2 experienced multiple failures over the past week as it failed to lock. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.